Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker right atrial (ra) lead exhibited low out-of-range pace impedance measurements resulting in a mode switch to unipolar configuration; insulation damage was suspected. A revision procedure was performed wherein the ra lead was surgically abandoned and replaced. The chronic device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported.